Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
Boston scientific received information that the pacing thresholds when it comes to this right ventricular (rv) lead had been increasing since the implant. The physician alleged an exit block. A lead repositioning took place but the helix would not retract. Finally the lead was extracted and a new lead was implanted. This rv lead will be returned. No additional adverse patient effects were reported.

Manufacturer narrative:
This lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Subsequent testing did identify tissue entwined in the helix mechanism which was likely a contributing factor to the helix difficulty seen in the field. Laboratory analysis was not able to confirm the allegation of high pacing thresholds as the lead passed electrical testing.